Event description:
It was reported that the patient experienced difficulty charging and frequent charging of the spinal cord stimulation (scs) implantable pulse generator (ipg). The patient underwent a procedure in which the ipg was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to MDR supplemental 1 report in block h10: based on all available information, engineers concluded that the reported event of the difficulty charging and frequent charging was not confirmed. The returned ipg was successfully fully recharged within a four-hour cycle, and after analyzing the device data logs, there was no anomalies related to premature battery depletion. The ipg revealed normal characteristics during the visual and functional examination. Additionally, the device was implanted in 2012 and a labeling review revealed that the rechargeable stimulator battery should provide at least five years of service. Over time, with repeated charging, the battery in the stimulator may gradually lose its ability to recover its full capacity, resulting in difficulties during the charging process and is a known inherent risk of device.

Event description:
It was reported that the patient experienced difficulty charging and frequent charging of the spinal cord stimulation (scs) implantable pulse generator (ipg). The patient underwent a procedure in which the ipg was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that the patient experienced difficulty charging and frequent charging of the spinal cord stimulation (scs) implantable pulse generator (ipg). The patient underwent a procedure in which the ipg was explanted. No additional adverse patient effects were reported.